Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer. Customer mentioned error message as hardware failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A technical support specialist guided the customer through the process of rebooting the station, and the customer successfully completed the reboot. After the restart, no failed drawers were detected, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.